Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted due to normal battery depletion. At the replacement there was difficulty getting the lead out of the header. The leads were successfully removed and connected to a new device. No additional adverse patient effects were reported.